Event description:
A (B)(6) male pt underwent aaa repair (B)(6)-2012. The pt's anatomical form was suitable for the endovascular repair although proximal neck was tortuous. Stent grafts were placed as prescribed. Ballooning at proximal site was lightly performed since thrombus was notably observed there angiography revealed proximal type I endoleak. Ballooning was performed repeatedly but it was not resolved. The body extension was placed since the main body migrated compared with the position that it was placed first. Proximal type I endoleak was resolved, but endoleak oozed from the main body itself was observed. Pt outcome is unk as it was not provided by reporter.

Manufacturer narrative:
(B)(4) additional surgical procedure is not listed in the instructions for use. (B)(4) endoleaks are listed in the instructions for use. Event is still under investigation.